Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the catheter allegedly showed low temperatures less than sixty degrees. It was further reported that the catheter got stuck inside the patient upon the second cycle of the treatment. Reportedly the physician flushed the catheter with saline finally pulling the catheter out with difficulty. There was no reported patient injury.

Event description:
It was reported that during a radio frequency ablation procedure, the catheter allegedly showed low temperatures less than sixty degrees. It was further reported that the catheter got stuck inside the patient upon the second cycle of the treatment. Reportedly the physician flushed the catheter with saline finally pulling the catheter out with difficulty and the catheter was with burned leftover vessel. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vcrf 60cm catheter was received for evaluation. The device appeared to have residue throughout. Multiple kinks were noted throughout the catheter and material deformation was observed to the heating coil. During the visual inspection, excessive burnt tissue was observed and upon opening the handle, the yellow wire was noted to be swapped with red signal wire. The proximal battery is partially seated, and the distal battery is fully seated in the battery holder. Both the batteries and their holder appeared to be clean. When the original battery is removed, no glowing anomalies observed under uv inspection. During the functional testing, the catheter was plugged into generator with original batteries and remain on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized with new batteries. Further testing was not performed due to the sample¿s condition. The catheter was re-examined for any breaks, etc., and the resistance of thermocouple wire is within the specification. Therefore, the investigation is determined to be inconclusive for the reported difficult to remove and the investigation is determined to be confirmed for the reported insufficient heating and the investigation is determined to be confirmed for reported material deformation however it is classified as thermal decomposition of the device and the investigation is determined to be confirmed for identified swapped signal wires (non-standard device). The definitive root cause for the reported difficult to remove is unknown because it cannot be tested. The definitive root cause for the reported insufficient heating was the swapped signal wires (electrical issue). The root cause for the identified thermal decomposition of the device cannot be determined based on the provided information and the root cause for the identified swapped signal wires (non-standard device) was an assembly issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, component). H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.